Event description:
The user was implanted in (B)(6) 2023. During a routine check up shortly after the first fitting on (B)(6) 2023 a necrotic area under the samba 2 audio processor (ap) was noticed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Device investigation of the samba 2 magnet revealed a damaged magnet lock mechanism. Reportedly the damage resulted in an edge between the magnet and the processor leading to skin irritation and subsequently to skin necrosis. The surgeon reported that due to users_ medical history it is likely that the user has lost the sensation of pressure in the skin, therefore no painful sensation was experienced, and the incident was only discovered during check-up. Given that the incident occurred shortly after first activation, it is possible that the magnet lock mechanism might have been damaged during first fitting when the magnet was inserted into the audio processor. The user was treated successfully without the need of explantation of the internal device and continues using the device. This is final report.

Event description:
The user was implanted in (B)(6) 2023. During a routine check up shortly after the first fitting on (B)(6) 2023 a necrotic area under the samba 2 audio processor (ap) was noticed. After the necrosis resolved the user started to wear the ap again.